Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a broken and cap, and a missing end cap sticker. The functional testing could not be completed due to the broken off end cap. The insulin pump passed the self test and the operating currents were normal. No rewind loop anomaly was noted and no unexpected low battery, off no power or battery out limit alarm was noted.

Event description:
The customer's wife reported via telephone call that the insulin pump alarmed for a battery out limit. The caller was not sure of the blood glucose reading. She reported that the insulin pump was stuck on a rewind and prime loop. After a battery change, the insulin pump alarmed for a compromised force sensor system. The drive support cap appeared normal. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.